Manufacturer narrative:
Literature details; postoperative atrial fibrillation is not pulmonary vein dependent: results from a randomized trial heart rhythm 2015 author ; bob kiaii et al. Doi.org/10.1016/j.hrthm.2015.01014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether intraoperative bilateral pulmonary vein radiofrequency ablation decreases the incidence of post- operative atrial fibrillation (poaf) in patients undergoing coronary artery bypass grafting (CABG). All data were collected from a single center between july 2006 and march 2010. The study population included 175 patients who were randomized, 89 patients to the ablation group (group a) and 86 patients to the control group (group b),the patient were predominantly male; mean age 70 years (ablation group), mean age 68 years (control group), the cardioblate bp2 probe was used on the 89 patients in the ablation group (lot numbers not provided). Among all patients, 5 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: stroke, extensive thrombus in the carotid artery, respiratory failure from pulmonary edema, cardiac arrest, anoxic brain injury, septicemia, atrial fibrillation, bleeding, metastatic colon cancer, tears in the atrial wall that were repaired. Based on the available information, the tears in the atrial wall may have been attributed to medtronic product. Among all patients, no device malfunctions occurred. No additional adverse patient effects or product performance issues were reported.